Event description:
In 2007, the lay user/patient contacted lifescan alleging an "error 2" issue when inserting a test strip into her one touch ultra meter. The customer service representative (csr) noted that correct testing techniques were used but was unable to resolve the issue with troubleshooting. The patient indicated that her dog chewed on her meter at about 8am on the event date, which was the same time the "error 2" first began. After the issue began, the patient developed symptoms of feeling clammy, thirsty, and irritable. The complaint is being reported because the patient allegedly developed symptoms after the "error 2" started. The meter and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.